Manufacturer narrative:
The other proglide device referenced in b5 is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects are known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was completed with two proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Hemostasis was achieved with the proglide devices. Later that day a hematoma was noted at the access site. Using a left common femoral artery access a balloon was placed. A surgical cutdown was performed and a vascular patch was used to achieve hemostasis. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure or therapy. No additional information was provided.